Event description:
The sense/pace portion of the lead was capped and replaced due to noise.

Event description:
New information notes that externalized conductors were observed via diagnostic imaging at the active defib portion of the lead. The lead was explanted and replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional analysis could not be performed due to the returned condition of the lead.